Event description:
Info received indicates the brake is not holding.

Manufacturer narrative:
The tech found the right foot brake caster and the steer caster were damaged. The tech replaced the casters as well as the caster supports to repair the bed.